Event description:
It was reported by end user that the cord from the hand pendant keeps coming out causing enduser to be stuck in different positions. Enduser advised she gets stuck until someone comes to assist her. Enduser could not provide model number or serial number. Enduser could only provide (B)(4). Enduser advised have to crawl over rail and get on floor and crawl over to chair to get out of bed. Enduser will contact provider.